Event description:
It was reported that a preloaded intraocular lens was defective. There was a photo attached to the source document. When it was clarified what the lens defect was, it was learned that the customer tried to peel the material stuck to the underside of the lens, but it was pretty adherent. The customer was able to pick off a small portion but it left an indented impression in the lens optic. Decision was made to cut the lens, remove, and replace with new lens. At post-op day 1, the patient had 3+ corneal edema due to additional procedure, that was the lens was removed. No other information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Email: unknown/not provided. The device is not received; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: upon further review visual testing results for product return itself needs to be updated as follows that the complaint lens was received cut in half, with lens damage (indention on optic body), and with the alleged foreign material which was identified at eag laboratories as possibly consistent with a polypropylene and an acrylic species. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: feb. 7 2022. Device evaluation: the complaint issue (dc-foreign material - loose and dc-lens damaged) could be confirmed; however, due to the low correlation (correlation less than 0.90000) between the substance, handling during removal, and the añasco manufacturing process ftir library it cannot be confirmed to be related to manufacturing, because añasco has manufacturing controls in place to prevent the release of product with foreign material on it, and therefore no product deficiency could be identified. A material analysis report was requested for the foreign material, per eag laboratories, the substance is possibly consistent with a polypropylene and an acrylic species. The ftir spectrum raw data output file generated by eag laboratories was then compared against the añasco manufacturing process ftir library and did not yield any results with at least a 0.90000 correlation. The top hit was ¿constix swab sf1 - tip¿ with a 0.701473 correlation. The customer provided picture was evaluated by an sme. A pseudophakic eye was observed with a discoloration located paracentral and reported to be behind the lens. The discoloration had an irregular shape and was approximately 1.5mm in diameter. The source, nature, and potential clinical impact of the observed phenomena cannot be determined from a picture assessment. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted that "section b2: outcomes attributed to adverse event" was not indicated in the initial MDR report submitted. Therefore, this correction MDR to update that missed section. Section b2: outcomes attributed to adverse event: other serious (important medical events). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the customer provided picture that was evaluated by a subject matter expert (sme). A pseudophakic eye was observed with a discoloration located paracentral and reported to be behind the lens. The discoloration had an irregular shape and was approximately 1.5mm in diameter. The source, nature, and potential clinical impact of the observed phenomena cannot be determined from a picture assessment. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.